Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. The patient was in good condition before and after the procedure. No replacement system at this time.